Event description:
It was reported that a malfunction occurred on the pump, specifically noted as malfunction code 3. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged for a replacement pump to be sent to the customer, advised on storage and return procedures, and provided storage instructions. The caller acknowledged the guidance and agreed to follow the instructions, including contacting a healthcare provider for backup therapy.